Event description:
The patient tested her blood glucose on suspect device and it was 148 mg/dl. She took 18 units of insulin and 5 hours later passed out. The customer suffers from seizures from an auto accident 30 years ago and was not sure if she passed out or had a seizure. Her husband gave her orange juice and paramedics were called. A half an hour later bg=180 mg/dl on their device. She was taken to the hospital an given an IV. At the hospital her blood glucose was 114 mg/dl.